Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during a dwell cycle. Gts had the patient cycle power twice to clear the error, and explained that the error indicated a large amount of air had entered into the disposable set. The patient elected to complete therapy manually. Product surveillance contacted the patient who explained they were able to continue therapy using manual supplies. The patient did not have a companion sample and could not remember the lot information. No injury or medical intervention was reported.